Event description:
It was reported the patient experiences dizziness and was lightheaded. It was also reported that the right atrial (ra) lead had high thresholds. No changes have been made and the ra lead remains in use. The patient¿s symptoms were found to be due to working in a factory with no air conditioning and becoming very hot. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product ID: 4968 lead, implanted: (B)(6) 2006; product ID 4968 lead implanted (B)(6) 2013.